Manufacturer narrative:
Concomitant medical products: truliant tib imp ps insert sz 2.5 10mm (cat # 02-022-35-2510 / serial # (B)(4)), truliant por tib tray size 2.5f/1.5t (cat # 02-022-55-2515 / serial # (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a (B)(6), female patient had a revision due to instability of the knee. This is a well fixated porous femur and tibia less than a year old. Surgeon removed the femoral and tibial porous components. Patient revised to a size 2 condylar constrained femur and he size 2f/1t truliant tibial fit tray with a 15 mm condylar constrained insert. There was no breakage to the device. There was no surgical delay/ prolongation. Patient was last known to be in stable condition following the event. The devices will be return.

Manufacturer narrative:
After further review of additional information received the following sections d4, d9, g3, g6, h2, h3, h4 and h6 have been updated accordingly. As reported, a 59 years old, female patient had a revision due to instability of the knee. This is a well fixated porous femur and tibia less than a year old. Surgeon removed the femoral and tibial porous components. Patient revised to a size 2 condylar constrained femur and he size 2f/1t truliant tibial fit tray with a 15 mm condylar constrained insert. There was no breakage to the device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The devices will be return. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.